Manufacturer narrative:
The lot number was provided for the reported malfunction and a lot history review will be performed. The device is pending return. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model u3575106 pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model u3575106 pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for the reported malfunction and a lot history review was performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for material rupture as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10:g4 h11: h6 (method, results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.